Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the following procedures and hospitalizations: on (B)(6) 2004: foley placement due to failure to urinate, (B)(6) 2004: total abdominal hysterectomy/ left salpingo-oophorectomy , lysis of adhesions, repair of small umbilical hernia and cystoscopy. On (B)(6) 2004: incision and drainage and also debridement of abdominal incision, left open, found positive for (B)(6). Noted this was (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, frequency, and urinary retention.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat urinary incontinence on (B)(6) 2004 and mesh was implanted. It was reported that patient underwent a mesh revision/removal surgery in 2005, due to pain, infection, dyspareunia and urinary problems. (B)(6). (B)(4).